Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient received a vibratory notifier and presented in the emergency room. Upon interrogation, the implantable cardioverter defibrillator exhibited non-sustained right ventricular oversensing. The patient was asymptomatic to the event. The physician elected to make no changes to the device.